Event description:
Caller called to report movement of her breast implant, pain and pressure. She also, has had change in the shape of the implant. She had the implants removed in (B)(6) of 2019 and the surgeon found fluid around the left breast implant. Reporter has gotten a new set of breast implants and is starting to experience the same symptoms as before. Her cosmetic surgeon has advised her to f/u with her primary healthcare provider and ask for an oncology referral.